Event description:
Immediately post-op, the patient experienced numbness in her right leg; the patient was able to move her leg. The pump was running a 1 mg/day with morphine sulfate 10 mg/ml. At 6pm the same night, the patient's leg was still numb. At approximately 7:45pm, the pump was turned down to minimum rate. The patient was discharged the next day. On (B) (6) 2010, the physician cleared the catheter under fluoroscopy using a catheter access port (cap) kit; the csf was bloody. The physician pulled back 2 ml of blood-tinged csf. The patient went home; still had numbness; and was unable to move her leg. The next day, the patient was no better. The catheter was a t7 and they were going to pull back on the catheter to bring it down. A catheter revision was done (B) (6) 2010. After surgery, the patient had improvement of her leg; she was able to move her foot and toes, but not her thigh. An ultrasound of the spine was done on (B) (6) 2010, and a blood clot was found at an unknown level. The pump was at minimum rate. The patient was in the hospital awaiting consult. It was noted that the patient had also lost bladder/bowel function. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).